Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed volume test which were reproduced during evaluation. Evaluation observed a 5.704 percent under infusion upon flow testing at a rate of 100ml/hr with a vtbi of 25ml and 2.75 percent under infusion, testing at 40ml/hr with a vtbi of 10ml; at 100ml/hr, the resultant margin of error falls outside the acceptable margin. The camshaft, fingers and valves was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion keep occurring was not reproduced during evaluation. Downstream occlusion alarms were verified through a review of the event history log. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed volume test issue and downstream occlusions. There was no patient involvement. No additional information is available.